Manufacturer narrative:
This report is filed, may 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed swelling and infection at the implant site that was treated with topical antibiotics (date and duration not reported). Subsequently on (B)(6) 2016 the patient underwent revision surgery to have the abutment removed and a magnet placed. The implanted device remains.